Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect system board for evaluation; however testing of the board was not able to duplicate the malfunction. The system board was scrapped. Analysis of reports of this type has not identified an increase in trend.